Event description:
Customer reports one incident of a blood leak on reuse #14 at the onset of pt treatment. Noted by a blood leak alarm and confirmed with hemastix. Estimated blood loss was 100'ccs. Treatment was continued with new dialyzers and new bloodlines without incident. No pt injury or medical intervention reported.